Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, enlarged atrium, thin leaflets, and large malcoaptation gap. A first clip, a triclip xtw (41213r1090) was inserted and deployed centrally on the anterior and septal leaflets. A second clip, a triclip xtw was then inserted and positioned centrally on the anterior and septal leaflets. However, the second clip interacted with the first clip, causing the first clip to detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the first clip, the second clip was repositioned next to the first clip. A third clip was then inserted and deployed on the tricuspid valve, reducing tr was to a grade of 3. There was no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, enlarged atrium, thin leaflets, and large malcoaptation gap. A first clip, a triclip xtw (41213r1090) was inserted and deployed centrally on the anterior and septal leaflets. A second clip, a triclip xtw was then inserted and positioned centrally on the anterior and septal leaflets. However, the second clip interacted with the first clip, causing the first clip to detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the first clip, the second clip was repositioned next to the first clip. A third clip was then inserted and deployed on the tricuspid valve, reducing tr was to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damaged by another device (implanted) appears to be related to procedural condition and the reported slda was a cascading effect of the device damaged by another device. The reported unexpected medical intervention was a result of case-specific circumstance as the second clip was repositioned to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.